Event description:
The pt underwent spinal fusion surgery in 2001. The surgeon noticed that the rod/wedge assembly had come out of two screws while viewing the six-week post-operative x-rays. According to independent spinal concept's sale rep, the surgeon decided to monitor the pt for fusion at that time. The surgeon eventually performed revision surgery in 2002 to replace the implants. The sales rep notified spinal concepts about the case on 06/2002, and the parts were received by spinal concept's quality engineering for analysis on 07/2002.